Manufacturer narrative:
Through a follow up, it was clarified that on (B)(6) 2017, customer had only reported the loss of procedure in order to get procedure replacement, that the account first reported the issue with the cone (loss of suction) to abbott on (B)(6) 2017. Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery-cone issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. They used the same cone and procedure was successfully completed. Customer had already received the replacement for the lost procedure. There was no patient injury reported and no surgical intervention was required.